Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to deploy appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other five proglide devices were filed under separate medwatch report numbers.

Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, suture placement was attempted in the heavily calcified left common femoral artery (lcfa) and the heavily calcified right common femoral artery (rcfa) with three proglide devices on each side using the preclose technique. The arteriotomy was reported as 10f. Reportedly, when the needles were deployed they would not go through the vessel, they would "bounce off" due to the heavy calcification. This reportedly occurred with all six proglide devices. The sutures of additional proglide devices were successfully placed using the preclose technique, two proglide devices in the lcfa and two proglide devices in the rcfa. The sheath was upsized to 14f and the pci procedure was completed. The additional pre-placed proglide sutures achieved hemostasis in both lcfa and rcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.